Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was experiencing high blood glucose and needed assistance programming her pump. Current blood glucose value is 486 mg/dl. Customer stated that it was high because she has been disconnected from the insulin pump for a month and she does not have a backup plan. She is allergic to needles. She has been trying to get lower her glucose by walking and drinking water. Customer stated that she did not have the settings for her pump written down. Customer was advised to contact her doctor to get the settings. Customer stated that she was unable to reach her doctor as the office was closed for the day. Customer was then advised to go to the emergency room to request assistance. Nothing further reported.